Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 1798 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer reported that his father had just passed away and he had been up for over ninety-six hours. The customer treated with an insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported a low battery alarm, several weak signal and lost sensor alerts from the insulin pump at the time of the call. No additional information was provided.